Event description:
It was reported that the customer received an altitude alarm during bolus delivery. The customer cleared the alarm and resumed insulin delivery successfully. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.